Event description:
Device issue: incomplete wall apposition. Time of device issue: during the initial procedure. Adverse event: thrombosis requiring intervention. Time of adverse event: after the procedure. It was reported that on (B)(6) 2010, a 3.5 x 18 xience v stent was implanted in the mid left anterior descending (lad) artery and a 3.0 x 18 xience v stent was implanted in the distal left circumflex (lcx) artery. Ivus was performed after deployment and the stents were confirmed to be properly dilated. On (B)(6) 2010, the pt experienced chest pain. Coronary angiography found the xience v stents were not fully apposed to the vessel wall during initial deployment, and in-stent thrombosis formed which required aspiration and dilatation of the stents with an unspecified balloon catheter. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). (B)(4). The xience v rx 3.5 x 18 mm (part # 1009542-18, lot # 9122142) is being reported under the same medwatch MFR number. The device was received. Investigation is not complete. A follow up report will be submitted with all relevant info.